Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s entire scs system was removed due to an infection at the ipg site. The patient was treated with oral anitbiotics.

Event description:
Follow up information identified that the issue resolved with time and antibiotic treatment.